Manufacturer narrative:
Name- Medtronic MinimedStreet-18000 Devonshire StreetCity- Northridge Web State- CA Zip Code- 91325 Zip Four- 1219. Based on the available information, this event is deemed to be a Serious Injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under Complaint Investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 8021545.

Event description:
It was reported that the patient faced elevated blood sugar treated by bolus on (b)(6) 2026.